Event description:
It was reported that during testing conducted at the manufacturer, the handswitch caused a device to operate when the trigger was not activated. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A drill was returned to the manufacturer for preventative maintenance purposes. During the maintenance process, the service handswitch was attached, which caused the drill to unintentionally activate. The handswitch was removed and the drill performed according to specifications. The handswitch could not be repaired and was discarded.